Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed a related error 32100 in the system logs and replaced the universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed but not replicated. Upon visual inspection of the axes controller, arm (aca) board, no issues were found that would be related to the reported event. The unit was installed onto a golden system and functioned as expected and also was able to power cycle 5 times with no errors. The unit was then installed onto a patient side cart fixture test platform (pftp) and passed all relevant testing within specification. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support due to a problem with the robot, specifically an error on universal surgical manipulator (usm) 4. The customer attempted to resolve the issue by power cycling the system, but the error persisted. Despite the error, the customer managed to disable the arm to continue with the procedure. The error was identified as related to the usm, and all troubleshooting steps were completed. The procedure was completing as planned with no reported injury.